Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the bent lead was unknown but they noted the likely cause as being "I would assume a manufacturing issue." The steps taken were noted as being "return of defective product" and the rep noted the issue was resolved. The rep indicated that the cause of patient not feeling comfortable during implant as being "bent lead" and the likely cause was again noted by the rep as being "manufacturing issue." The steps taken were noted as being "reinserted stylet and taking a close look." The rep indicated that the issue was resolved, credit was processed, and new product was accepted.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# 60565992 serial# implanted: explanted: product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 306001, lot# 60565992, product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: (B)(6), ubd: 10-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. The trial date was unknown. It was reported that they opened thelead up and it was very obviously bent at the end. Troubleshooting was performed by inserting the stylet multiple times but it was the actual lead that was bent and they did not feel comfortable implanting in patient. The cause was not known.

Manufacturer narrative:
Continuation of d10: product ID: 306001, lot# 60565992, product type: screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# 60565992 product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.